Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. When the operator attempted to release x-ray after the focus failed, the system detected the failure and stopped the scene. Because the error did not occur three times, an automatic focus switch could not be made. In general, after 3 repeated attempts, the system automatically switches to the next larger focus. The usage of the larger focus results in a moderate impact in the image quality (spatial resolution / sharpness). The operator can select manually a different organ program using the micro-focus which provides better spatial resolution. In this case the focus failure was not permanent and therefore, an automatic switching to another focus was not possible. The operator decided to relocate the patient to another system. Upon investigation the siemens service engineer found the corresponding x-ray tube defective. After hardware replacement there were no further issues. The evaluation of the delivered component showed that the x-ray tube has been in operation for 272319 load unit (identical to 9.5 years) and the tube was most likely impaired due to aging. This kind of failure has an occasional occurrence. The defective x-ray tube has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During an interventional procedure the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.